Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high and fluctuating pacing impedance measurements between 1500 ohms and 3000 ohms. Sensing and threshold measurements were noted to be normal. An x-ray was performed and no obvious fracture was identified. However, the leads appeared to be positioned close together and could be possibly rubbing upon each other. The physician will continue to monitor performance and the patient will be followed again in three months. The system remains in service and no adverse patient effects were reported.